Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed. Both the inflow and outflow motors on ar-6480dw, arthroscopy pump, were observed to be noisy at 89db's and require and upgrade due to age. Physical damage was found to the top cover, bottom cover, bezel, lcd touch screen, and both door covers. Confirmed unit software version is v1.8 rev 28. Software and software label require an update. Serial label requires an update. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. The cause of the failure in due to worn motors. Manufactured date is 08/10/2018. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/06/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump pressure is increasing to 900-1100ml/min. The pump tubing was replaced and they continued to see the pressure increasing. This was discovered during a rotator cuff repair case with no patient harm. The case was completed without issue.